Event description:
It was reported that the device was slow to deliver energy while testing. The device would take between 45 seconds to one minute to charge, when charging under 200 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number, and pricing for the power conversion pcb. The customer later confirmed that due to the age of the device, as well as the repair costs, they have decided to retire the unit. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.